Event description:
It was reported that the patient experienced a brief hypoglycemic event with a documented glucose of 61 mg/dl after the device delivered correction doses in response to a preceding rise in glucose, consistent with system-directed insulin dosing. Symptoms included low blood glucose. Outcomes included resolution after self-treatment with oral glucose. Troubleshooting and education were completed. Investigation included review of available system data and user-reported history. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that the event was hypoglycemia with an undetermined root cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.